Event description:
It was reported that this right atrial (ra) lead was not successfully implanted due to ra lead fell during the suturing process. The numbers were good prior to suturing process. The helix had to retract in order to reposition and got straightened out due to tissue entrapment in the helix. This ra lead was replaced with the same model and was disposed by the hospital. No adverse patient effects were reported.